Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that prior to the intraocular lens (iol) implant procedure, the stamp slid past the iol and damaged the optic, with no patient contact. The event resulted in a surgery delay of approximately two minutes. The procedure was completed on the same day using a replacement lens. In the surgeon¿s opinion, the direction of the stamp caused or contributed to the event.